Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia reported at 308 mg/dl with the ilet system after forgetting to announce a meal and then running out of insulin, with delayed replacement in an assisted living setting; this represented an improper procedure or method and involved user interaction with the device interface. Symptoms included lethargy consistent with sleepiness or drowsiness associated with elevated blood glucose. Outcomes included no lasting health consequences or impact, and glucose values trended back into range after assisted replacement of supplies. Investigation included communication with the user and care staff and analysis of information provided by them. Investigation of this case revealed no device problem and identified a usage problem attributable to failure to follow instructions, associated with user interface use and missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.